Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot a e216 and b30 (scope communication error). Tac has done trouble shooting over the phone with the customer. The customer reported they wiped the scope contacts with an alcohol wipe and swapped out scopes and have the same error. The customer is going to swap out the grey maj-1933 cable or the clv-190 next to help troubleshoot. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a colonoscopy, a e216 and b30 (scope communication error) occurred on the evis exera iii xenon light source. A delay of 30+ minutes was reported. The patient was under general anesthesia at the time of the delay. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of b30 error could not be identified. However, it¿s likely the cause is related to a temporary disturbance in communication. Olympus will continue to monitor field performance for this device.